Manufacturer narrative:
It was reported that a drill bit left shavings in the patient after it was used. The patient was under anesthesia for an extended period of time while the fragments were collected. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a drill bit left shavings in the patient after it was used. The patient was under anesthesia for an extended period of time while the fragments were collected.